Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for implant, capture and sensing could not be verified on the right ventricular lead. The physician attempted to reposition, the helix would not be retracted. The lead was not used and a new lead was placed, the patient was doing fine.